Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. The product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A materials manager reported a case of endophthalmitis following an intraocular lens (iol) implant procedure. The lens remains implanted.